Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from somewhere near the patient line connection during an unknown phase of their pd treatment. The patient reported receiving a draining slowly message during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area and on the external of the cassette. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did complete their treatment. The patient contact stated the occurred from the patient line of the liberty cycler set and did not come in contact with the cycler the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from somewhere near the patient line connection during an unknown phase of their pd treatment. The patient reported receiving a draining slowly message during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area and on the external of the cassette. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did complete their treatment. The patient contact stated the occurred from the patient line of the liberty cycler set and did not come in contact with the cycler the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: g1

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from somewhere near the patient line connection during an unknown phase of their pd treatment. The patient reported receiving a draining slowly message during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area and on the external of the cassette. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did complete their treatment. The patient contact stated the occurred from the patient line of the liberty cycler set and did not come in contact with the cycler the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from somewhere near the patient line connection during an unknown phase of their pd treatment. The patient reported receiving a draining slowly message during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area and on the external of the cassette. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did complete their treatment. The patient contact stated the occurred from the patient line of the liberty cycler set and did not come in contact with the cycler the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was returned with original package to the manufacturer. The sample was visually inspected, and no damages were observed in film or hard plastic of cassette, no cracks were found in the patient connector. The cycler set is acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample, it was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.